Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, the device was found in backup mode due to elective replacement indicator (eri). The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The device was returned for evaluation. Interrogation of the device revealed it was in backup mode. A review of the device image indicated the device reverted to backup mode due to electromagnetic interference during device interrogation. The product code was re-loaded and the device was programmed to nominal settings. Analysis revealed the device functioned normally and all measured values corresponded with the programmed settings and within the performance specifications of the pacemaker.